Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. No product is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, this section addresses pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had right heart failure prior to left ventricular assist device (lvad) implant that had improved over time. The implantable cardioverter defibrillator (ICD) extraction and implantation procedure exacerbated the patient's underlying right ventricular dysfunction. The patient required inotrope and pressor support immediately post-operation and for approximately one week after the initial post-operation phase. The patient was at the inpatient acute rehabilitation center with plans to be discharged within the next week. The patient was to continue guideline-directed medical therapy (gdmt) outpatient with close follow-up with the lvad team in clinic. Low flow alarms resolved for the most part by recovery from cardiogenic shock, blood pressure control, and increased fluid intake.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a lead extraction from their implantable cardioverter-defibrillator (ICD)/permanent pacemaker (ppm) and had a leadless pacemaker placed. The patient then had right ventricular failure and was on multiple pressors and drips. The patient underwent a ramp transesophageal echocardiogram (tee) where their pump speed was changed multiple times and ended up being set at 4800 rotations per minute (rpm). They experienced low flows and received intravenous fluid resuscitation overnight. The patient also had a fused aortic valve. The patient was on a fair amount of oxygen. Log files revealed low flow events on (B)(6) 2023,(B)(6) 2023, (B)(6) 2023, and (B)(6)2023, as well as low speed advisory alarms related to when the speed was adjusted down to 4800 rpm. Follow up log files revealed low flow events between (B)(6)2023 and (B)(6) 2023, as well as on (B)(6) 2023.